Event description:
From a validation survey it was discovered that with the vcare product, "three (3) times the forward cup has come off, prior to proper inservicing."

Manufacturer narrative:
This is an FDA reportable incident due to sentinel event reported on medwatch 1320894-2011-00062. These events were discovered through a vcare validation survey. The vcare devices associated with the events were discarded by the end-user and will not be returned to conmed for evaluation. The lot numbers of the devices are unknown. When a quality engineering evaluation / investigation is completed a supplemental report will be filed. This failure mode was reported as occurring three (3) separate times by the end-user; therefore, it is being reported on three (3) medwatch reports. The three (3) medwatches associated with this validation survey are: 1320894-2011-00070, 1320894-2011-00071, and, 1320894-2011-00072.

Manufacturer narrative:
The catalog and lot numbers of the complaint vcare device are unknown. Therefore, DHR review was not performed. The complaint device was not available for evaluation. The specific failure mode and associated root cause cannot be determined without examination of the actual device. If the device is returned in the future, this complaint investigation may be reopened and further investigation performed. This complaint was discovered through a validation survey for vcare and specifics related to the use of the product during the actual procedure are unknown. A 24-month review of the customer complaint history for the vcare product family showed 53 previous complaints where the cervical cone and/or uterine balloon were reported detached. Of these, 26 were confirmed, 21 inconclusive (device not returned), 6 no investigation. The specific cause of the detachment of components was undetermined. The likely cause of this incident is user technique and application of force which exceeded the cervical cone/uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, partially detaching the uterine balloon from the device. Breaking the suction between the cervical cone and the cervix, and retracting the vaginal cone in the vaginal cavity, may allow easier removal of the device. The risk associated with this complaint is mitigated in current dfu which states, "swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed. The failure mode was reported as occurring three (3) separate times by the end-user; therefore, it is being reported on three (3) medwatch reports. The three (3) medwatches associated with this validation survey are: 1320894-2011-00070, 1320894-2011-00071, and, 1320894-2011-00072. Not returned to conmed corporation.